Event description:
It was reported that the tubing in the dignishield bag was broken which caused leak.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. The product had caused the reported failure. Although the reported event was confirmed, a root cause could not be found. A potential root cause for this failure could be, "inadequate material selection.¿ visual evaluation of the returned sample noted one opened (without original packaging), used dignishield stool management system. Visual inspection of the sample noted that the tubing was torn and shredded on the cuff end, the tubing was not completely broken through, but it was clear that pieces of the tubing were missing. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing in the dignishield bag was broken which caused leak.